Event description:
The customer reported the autopulse platform sn (B)(6) is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message. They were given instructions to clear the error message, but the error is persistent. The (ua) 45 was cleared three times and was tested using a different autopulse lifeband but the error message returns. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. During visual inspection, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure will be replaced to address the issue. Based on archive data review, multiple (ua) 45 error messages were recorded around the event date, thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 45 message displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to the home position to remedy the (ua) 45. The platform passed a 9-minute run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. The platform was run with the lrft for a few times with no fault found. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6).